Event description:
The following info was received in a law suit: claimant claims as she was being transported from hospital to ambulance, ambulance personnel dropped claimant to the ground. After arriving at her residence, claimant noticed her stitches received in the hospital had opened. Claimant returned to hospital the next day and underwent surgery to her right leg.